Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. At another facility, the patient had an unknown sized taxus express2 drug eluting stent (des) implanted to treat a lesion in the proximal right coronary artery (rca) 2 years ago. The patient discontinued plavix "2 weeks" prior to presenting with an acute myocardial infarction. The patient complained of chest pain and went into ventricular fibrillation. The patient was shocked with 200 joules and converted to sinus bradycardia. Angiography revealed thrombosis in the previously implanted taxus express2 des. A 2.5x12mm non-bsc balloon catheter was inflated in the target lesion for 12 seconds (secs) at 8 atmospheres (atms), 48 secs at 8 atms, 28 secs at 8 atms in the proximal rca. The patient's chest pain was better. A 3.0x24mm non-bsc bare metal stent was deployed in the proximal rca at 13 atms for 34 secs. There was no additional complications reported with the patient's current condition as "ok". Additional information was requested but is not available citing hipaa concerns.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event.